Event description:
It was reported that the unspecified bd¿ needle experienced leakage. The following information was provided by the initial reporter: patient reported having trouble with drawing medicine into the needle and thinks that the problem is the rubber top on the vial of the medicine and not the needle. Patient is a former ICU nurse and very well versed in injections and says that a longer needle would have no trouble getting medication out. Patient wasted one dose when medicine leaked out and went all over his hand, so he is needing a replacement dose.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ needle experienced leakage. The following information was provided by the initial reporter: patient reported having trouble with drawing medicine into the needle and thinks that the problem is the rubber top on the vial of the medicine and not the needle. Patient is a former ICU nurse and very well versed in injections and says that a longer needle would have no trouble getting medication out. Patient wasted one dose when medicine leaked out and went all over his hand, so he is needing a replacement dose.

Manufacturer narrative:
H6: investigation summary : as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.